Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient complained of receiving shock. Evaluation revealed that the implantable cardioverter defibrillator (ICD) encountered a power on reset (por) and parity errors/corrupted memory had occurred. The right ventricular (rv) lead is suspected of arcing the high voltage energy with the ICD. Reprograming of ICD settings was performed. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Very little data is available in the save to disk due to the power on reset (por).